Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that backup audible alarm post error was recorded in history. During analysis, backup audible alarm post error was found at power up. It was noted that main board does not operate as intended as a result of normal wear and was the cause of the reported issue. Service replaced the main board and performed preventive maintenance and functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited an audio error. No adverse effects were reported.